Event description:
An axsym valproic acid result of 7.0ug/ml was reported out of lab. Result was questioned by physician. Sample was repeated with results of 80.6ug/ml and 77.8ug/ml. No treatment was given to pt. No report of injury or impact to pt management.